Event description:
It was reported that the insulin pump was not delivering insulin. The customer's blood glucose increased to 300 mg/dl which was treated with fast acting insulin. The customer was taken to a doctor's appointment for her high risk pregnancy. The customer's symptoms were thirst, urination, and dizziness. All of the settings of the device were correct. During the manual prime process of troubleshooting insulin did not exit the tubing. The customer stated that they did not find leaks or cracks but could smell insulin. In the alarm history low reservoir and low battery alarms were present. Bolus history showed 13.4 units and 10 units of insulin on the same day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.